Event description:
It was reported that a malfunction occurred on the pump, marked by malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the problem reappeared.